Manufacturer narrative:
Follow-up # 1 date of submission 4/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/15/2017 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. The black box showed that the battery voltage immediately following a battery change was low. It was observed that the threads on the returned battery cap were stripped and were unable to secure to the pump. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. During visual inspection of the pump, it was observed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.